Event description:
A nurse in a foreign country used the microlet lancing device to obtain a blood sample from a pt. When she attempted to remove the lancet from the device, she rec'd an accidental needle stick. No serious injury was alleged, as the pt did not hav any infectious diseases. The device will not be returned for eval.

Manufacturer narrative:
Lancing devices are no serialized or assigned lot numbers, so it is not possible to determine a MFR date.